Manufacturer narrative:
For 16 of the 24 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 6 of the reported events, the enhanced sensor interface board was replaced, to resolve 3 of the reported events, the flow sensors were replaced, 2 resolve 2 of the reported events, the central processing unit board was replaced. To resolve the reported events, 1 unit had the central processing unit was replaced, 1 unit had the flow sensors calibrated, 1 unit had the enhanced sensor interface board and the bag to vent switch replaced, 1 unit had the control board replaced, and 1 unit had the 220v-240v inrush circuit board replaced. For 4 of the 24 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 unit, the customer biomedical engineer troubleshot the issue with ge healthcare technical support. There is no further information available regarding the resolution of the reported issue. For 1 unit, ge healthcare made multiple attempts to obtain additional information for this investigation. No further information could be obtained regarding the root cause and resolution. For 1 unit, the customer has elected to continue with a non-ge service repair. No further information from the customer. For 1 unit, the hospital biomedical engineer powered down the system and then powered the system back up which resolved the reported issue.

Event description:
This report summarizes 24 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced therapeutic failure. 12 events were reported for malfunction preventing mechanical ventilation, 5 events reported for an error that results in a loss of mechanical ventilation, 4 events reported for manifold pressure sensor failure preventing mechanical ventilation, 1 event reported for a malfunction resulting in the loss of volume controlled ventilation, 1 event reported for a vt comp error preventing mechanical ventilation, and 1 event reported for malfunction preventing pressure mode mechanical ventilation. These reports were received from various sources. Of the 24 events, 17 did not involve patients, and 7 did involve a patient. There was no patient information available.